Manufacturer narrative:
H.6. Investigation: five photos of a 5ml syringe with needle attached were received and evaluated. It was observed the syringe had a lengthwise crack inside the grad lines extending from the 0.4ml to the 4ml marking. The crack was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 5ml ll euro 125 s/c experienced product damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: the syringe barrel cracked, when drawing up the syringe in the clean room of a pharmacy. Medication (cytostatic solution) leaked out of the syringe, spilling everywhere in the surrounding. Pharmacist had to clean the environment. Medication was lost. Single case, only 1 syringe involved.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 5ml ll euro 125 s/c experienced product damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: the syringe barrel cracked, when drawing up the syringe in the clean room of a pharmacy. Medication (cytostatic solution) leaked out of the syringe, spilling everywhere in the surrounding. Pharmacist had to clean the environment. Medication was lost. Single case, only 1 syringe involved.